Event description:
The physician order entry system (patient keeper) failed to script the order for rapaflo correctly into the hosp info system (meditech). When this occurs, the pharmacist must manually key the order into meditech. Pharmacist incorrectly selected rapamune instead of rapaflo after entering rap into meditech. Since rapaflo is non formulary rapamune was the search result and was selected by the pharmacist. No alert resulted because enabled warnings within meditech are limited to all of the medications being on formulary. The pharmacist and nurse were not familiar with rapaflo, and did not research the medication before choosing rapamune. The verification process failed at both the nursing and pharmacy levels. (B)(4).